Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after primary left hip surgery was performed on (B)(6) 2011, the patient experienced elevated metal ion levels, pain, mobility problems and an unspecified problem in the acetabular shell. This adverse event was treated with revision surgery on (B)(6) 2021. During the revision surgery, the patient¿s shell, metallic liner, metallic femoral head, and modular head sleeve were explanted and only the stem was left in place. The hip was replaced with a different tha system. The outcome of the patient after the revision was good.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the orthopedic surgery note indicated the acetabular component was vertical. It is unclear if the vertical position of the cup was a result of implantation or migration of the implant. It is unknown if the position of the cup led to accelerated wear and the reported elevated metal ion levels, pain, mobility problems, and inflammation secondary to metal particles. Without the supporting primary and revision operative reports, imaging, and/or the analysis of the explanted components, the root cause of the reported clinical reactions cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or implant failure. The patient impact beyond revision and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of instructions for use for total hip systems revealed that metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal, this has been identified in the adverse events in primary and revision surgery section. Also, postoperative, the patient should be advised to report any pain, decrease in range of motion and unusual incidences. Periodic x-rays, prescribed by the physician, are recommended for comparison to immediate postoperative conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to wear of the implant, device migration, joint tightness or abnormal motion over time. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.